Event description:
A 79 year old pt, status post bypass surgery performed in 1999. His post-operative course was uneventful until the morning of 11-3-99, when he became disoriented and was attempting to pull at his tubes and lines. This worsened throughout the day and he was sedated and soft restraints were applied. The internal jugular line was still in place for venous access for solutions. At 0200 on 11-4-99, his heart rate began to drop. The central line was found to be disconnected at the stopcock. The line was lodged under the axilla so the bleeding was not evident until the pt was turned. The pt subsequently arrested; resuscitation efforts were unsuccessful.